Manufacturer narrative:
The device was not available for evaluation. It was reported that screws are backing out of the top and bottom levels of a 3 level 51mm resonate plate at c3/c6. The original surgery date was (B)(6) 2024. The back outs were discovered on a post-op image (B)(6) 2024. It was reported that there were no complications during the original surgery. The immediate post-op image provided shows the plate over a fortify corpectomy spacer c3-c5 and a hedron c spacer c5-c6. There are no screws in the plate at the c4 level because of the corpectomy at that level. The other screws appear to be fully seated. In the post op image, taken (B)(6) 2024, two screws at the top and two screws at the bottom of the plate appear to be 1-2mm proud of the plate. It was also reported there was no adverse effects, no pain experienced by the patient and no plans for a revision at the time this was reported. It is unclear whether some damage occurred to the plate or sliders inter-operatively or what the cause of the issue could have been. Updates will be provided if more information becomes available. This evaluation determined that this failure was within expected risk; therefore, no further actions will be taken at this time. No determinations can be made for the cause of the reported issue.

Event description:
It was reported that resonate screws are backing out of the plate post-operatively.